Event description:
It was reported that, during reprocessing the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the provided information by the customer and regional repair center. Olympus hmi results 1st sampling: conform. Sampling date: on (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.¿. "Reprocessing methods that destroy or deactivate prions may damage the endoscope and accessories. Olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual.". "Carefully inspect all equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed.". Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.